Event description:
It was reported that the atrial lead dislodged due to patient anatomy. The lead was repositioned successfully and remains in use. When the physician went to plug the atrial lead back in, he noticed a cut next to the grommet hole and a rip in the grommet, and he was unable to insert the wrench into the setscrew. The physician stated "its like it moved to the side" and that the "setscrew wasn't in there." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.